Manufacturer narrative:
Follow-up # 1 date of submission 01/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings:during testing, the pump was powered on and the display screen text appeared dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display that is difficult to read in a bright setting. It was reported the issue was first noticed a few months prior and has gradually worsened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.